Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices were ¿randomly shutting down¿ while getting into or out of an elevator. This was reported to bd representative during their site visit. There was no information on patient involvement.